Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014,upon sensor patch removal, sensor wire remained left behind at insertion site. The sensor wire was removed with no complications. At the time of the call with dexcom technical support, there was no report of any injuries or medical intervention.